Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the implantable cardiac monitor (icm) exhibited inappropriate pause episode due to undersensing. There were no programming changes made. No patient consequences reported.